Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. With no return of the actual device the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The cause of the user's difficulties may stem from the gearbox not being moved into the forward lock position thus misaligning the rack and tamping tube. However, without the sample, it is unclear if these conditions were met or if patient anatomy or user error contributed to the failure. A further investigation has been initiated. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. The user facility reported similar events from the same product code/lot number combination. See MDR's 2243441-2017-00125, 2243441-2017-00126, 2243441-2017-00127, 2243441-2017-00128, 2243441-2017-00129, 2243441-2017-00130, 2243441-2017-00131, 2243441-2017-00132, and 2243441-2017-00133. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that they are experiencing malfunctions with angio-seal evolution. Additional information received on 8/7/17: the doctor reported 20% are defective. Additional information was received on august 8, 2017. They are usually able to fish the tamper out of the device with a hemostat and get it to work. They have had at least 5-10 instances, both the 6f and 8f have failed. One clear hematoma episode related to device failure recently.